Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, after multiple attempts to fixate the right ventricular (rv) lead, the helix was damaged and could no longer retract. The rv lead was explanted and replaced to resolved the event. The patient was stable with no consequences.